Event description:
The customer's husband stated that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 58 mg/dl. Troubleshooting was performed. It was found that the customer's basal rates were changed two weeks prior to the event, and that after the change to the basal rates the customer started experiencing low blood glucose. It was found that the insulin pump was accurately accounting for the amount of insulin in the reservoir. The programming on the insulin pump was correct. The insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.